Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a radial to peripheral procedure, the band was placed post procedure and slowly leaked in post op. It was unknown how many ml of air were injected into the tr band. The tr band was noted to be losing air over an hour after placement. It was unknown where the band was leaking air from. There was no noticeable damage to the device. The device was not manipulated in any way. The product was stored in a box on a shelf. Hemostasis was achieved with the reported tr band. The patient was stable, and there was no blood loss. A small hematoma noted, however, the facility was unsure if the tr band caused it.